Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat a fibrous peripheral artery lesion with 70% stenosis in the proximal right superficial femoral artery, a leak was noted in the balloon of the in.pact admiral 0.018 device. The lesion measured 5cm in length and 5mm in diameter, with minimal tortuosity and calcification. The sheath used was a 7fr non-medtronic device, and the guidewire was a .014 non-medtonic device. The balloon was inflated using an inflation device with 50/50 contrast fluid. The instructions for use were followed without issue. The device was safely removed from the patient. No symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.